Event description:
The caller reported that the customer stated that the piece holds the inner cannula broke. The patient was taken back to the operating room and a non-routine replacement of the tube was required.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.